Event description:
It was reported that there was an issue with the device set screw which lead the trouble with the ventricular lead output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned, analyzed, and no anomalies were found. (B)(4): 5568 implantable pacing lead 2009-(B)(6). (B)(4).